Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: it was inadvertently reported in the initial report that the event was an adverse event. The event is a product problem and does not require an intervention. Therefore, the fields have been updated accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4) reported that the screw driver is locked up. No surgical delay. Examination the returned instrument confirmed the complaint; ratchet mechanism does not work as intended. Visual analysis also found that the ratchet control cap has broken away from the handle. The complaint sample consisted of (1) quickset ratchet scdr hdl, lot number c57fw4. Previous investigations found the root cause is attributed to a supplier assembly process. A supplier CAPA was implemented to improve the design of the cap retention and the ratchet engagement. The returned sample was manufactured before the design change. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the screw driver was locked up. There was no surgical delay.